Event description:
It was reported that the right ventricular (rv) lead had high impedance, noise and was causing pocket stimulation. The lead was programmed off and let in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).